Event description:
The analyzer post a "luminometer data is invald" code on a ferritin assay followed by a negatively biased tsh and a negatively biased ferritin result. The customer had not been performing signal reagent probe cleaning. This scenario is consistent with a malfunction that could cause false negative ckmb, beta-hcg, and tpni results. There was no report of patient harm as a result of this event.